Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be duplicated. Ventec did observe that some of the touches were slightly off/delayed, so a touchscreen calibration was completed. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. There was no patient involvement associated with the reported event.